Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the tube set does not reveal any anomalies. There was fluid in the tube set and near the filter indicating that the filter could have gotten wet during usage. When the filter is wet the pressure will not regulate in the tube set. The tube set was taken to a lab and connected to a furness leak tester. The tube set was submersed in water and the tester activated. A small leak was detected near the luer lock connector. This complaint can be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the measuring cylinder was filled with water and no pressure could be measured. The assumption is that the filter is blocked or a whole in the system. Problem occurred before used on patient. Procedure: shoulder arthroscopy which was prolonged 5 minutes due to the problem. Used same like product to manage the problem during the procedure.